Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: a picture was returned for analysis. Upon visual inspection of the picture, a detached needle and a dispensed suture could be observed, and no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. According to the sample condition, the complaint could be confirmed, however the cause could not be determined. A manufacturing record evaluation was performed for the finished device w9114; pebgbgc0 number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional device captured in 2210968-2020-01876.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and suture was used. The suture are detached from the needle. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/17/2020. Additional h3 investigation summary: a sealed box, an opened box with ten unopened samples and one opened sample of product code w9114, lot # pebgbgc0 were returned for analysis. The complaint sample was not received, and each box contains 1 dozen. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements.